Event description:
While the device was set in skin temperature control mode, the device was over heating the pt. The user noted that the pt had a temperature reading of 40 degrees celsius, and there were no alarms noted. No pt injury reported.